Event description:
While a nir stent was being deployed in a right coronary artery, it became evident that there was a pinhole leak in the delivery balloon, and a large, deep adventitial dissection occurred. It propagated several inches. Multiple stents were required to treat this, and the posterior descending artery branch of the right coronary artery occluded causing a myocardial infarction. The pt had no complications from the infarction and is expected to do well.